Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that the PICC leaked at a point approximately 1" to 1.5" distal from the butterfly. The leak was discovered when the baby and bedding were wet near the leak.

Manufacturer narrative:
Per the customer, a sample will not be returned. An investigation is currently underway; upon completion, the results will be forwarded.